Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted the patient had two implanted leads, one in the right atrium (ra) and one in the right ventricle (rv). An xtw clip was inserted and advanced into the ra. However, while in the ra, the clip became stuck on the lead. The clip was attempted to be retracted into the triclip steerable guide catheter (tsgc), but while doing so, one of the clip arms became stuck on the tip of the tsgc. Troubleshooting was performed and the clip was removed from the tip of the tsgc and removed from the anatomy. However, while outside of the anatomy, tissue was observed on the clip. Two clips were then implanted, reducing tr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the difficult to remove the cds from the sgc cannot be determined. Difficult or delayed positioning appears to be due to patient conditions as the clip became stuck on the lead. A cause for the reported unspecified tissue injury cannot be determined. Tissue injury/damage is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.